Manufacturer narrative:
Please note that device reported is an trapease vena vava filter and for which the catalog and lot numbers are not available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, embedment of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunction(s), the patient suffered life-threatening injuries and damages, and required or will require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of anxiety, shortness of breath, chest pain and recurrent pulmonary embolism despite anticoagulation. Prior to implantation, the patient experienced a worsening of the left bilateral pulmonary emboli that extended up into the left main pulmonary artery where it was partial occlusive. It also extended into the descending branch of the left lower lobe's pulmonary artery. Similar findings were seen on the patient's right side. The filter was placed in the infrarenal area of the inferior vena cava. The patient did not experience any complications during the index procedure and was in stable condition after the procedure. According to the patient profile form (ppf) the filter has been in place for more than 90 days, it is too risky to attempt retrieval and future perforation and fracture are likely. The patient continued to experience fear.   The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of anxiety, shortness of breath, chest pain and recurrent pulmonary embolism despite anticoagulation. Prior to implantation, the patient experienced a worsening of the left bilateral pulmonary emboli that extended up into the left main pulmonary artery where it was partial occlusive. It also extended into the descending branch of the left lower lobe's pulmonary artery. Similar findings were seen on the patient's right side. The filter was placed in the infrarenal inferior vena cava. The patient did not experience any complications during the index procedure and was in stable condition after the procedure. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, embedment of the inferior vena cava (ivc) filter. Per the patient profile form (ppf), the patient has experienced anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, embedment of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunction(s), the patient suffered life-threatening injuries and damages, and required or will require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The brief noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.